Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, lot # unknown, product type lead.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient used to recharge the ins every day and it originally took 40 min to recharge. Then programming was changed, and it started to take 20 min. Programming was later changed to hd, after which it took 40-50 min for the first few days and recently had changed to taking only 5-8 min. Patient stated there had been no further manual changes to the settings. Patient also stated she does not check the settings and does not mind the shorter recharge time. No further patient complications have been reported as a result of this event. Additional information was received from a patient on 2017-apr-14. The patient stated that something is wrong with their device, but no one seems to know what is wrong. The patient has been in a lot of pain since (B)(6) 2017. The patient had an x-ray in (B)(6) 2017 which showed that the lead moved a little but it was okay. The patient¿s manufacturer representative (rep) was not sure what was going on. At the time of the report it was found that the patient¿s therapy was off and the patient stated that they did not know their therapy was off and it may have been off since (B)(6) 2017. The patient turned their therapy on. They noted that they don¿t use their patient programmer since the rep did the adjustment. It was confirmed that the recharger was 75% charged and the ins was fully charged. The patient got the full ins icon on their recharger screen at the time of the report. It was reviewed with the patient that if the therapy was off then the implant would take a very short time to charge. The patient would follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the cause of the therapy issues was that it was off. The patient stated that the pain was still there but not because of the device. The patient noted that the cause and the actions taken for the lead did not apply.

Event description:
Additional information was received from the patient. It was reported that the first time the patient called the representative didn¿t have an answer for the patient and the representative said all was ok. When the patient called a few weeks later the representative led the patient through the whole process and discovered that the patient¿s battery was off. This was why the charging time was so short, and the issue of the charging time being short had been resolved.